Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump basal history did not match active basal program. The reporter stated that the user blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. The reported issue was not resolved with troubleshooting. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 6:10pm. No activity outside of normal use was observed in the pump history. The total daily dose of insulin added up correctly and reflected the programmed basal rate target. The ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours and correctly recorded the basal rate delivered over the course of the duration test. The alleged issue could not be duplicated.